Event description:
The catheter leaking from where the clear catheter piece meets the pink plastic hub. Patient required another IV stick.this facility has had more than one similar event recently. The defect in the catheter is not visible until after the catheter is in place in the patient's vein.